Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by the affiliate that the suction motor is not turning.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional information: (b5) event description.

Event description:
Additional information received from the affiliate reporting a case was not involved with the failure and surgical delays did not occur. The affiliate also reported that an out of box failure did not occur.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. E1: the initial reporter email was inadvertently missed on the initial report and has been updated accordingly to reflect the correct information. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the suction motor was not turning. Per service manual operational and diagnostic, the device was found to be non-repairable; therefore, this complaint can be confirmed. With the available information, we cannot determine the root cause of the reported problem. A manufacturing record evaluation was performed for the finished device serial number ((B)(6)), and no non-conformance was identified. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.